Event description:
It was reported that two hours after implant, the left ventricular lead moved back to no capture. During the lead revision on the same day, the physician had a hard time getting the wire down the lead. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. There was blood/body fluid on all conductors (not obstructed).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. There was blood/body fluid on all conductors (not obstructed).